Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump did not "hold the cartridge" as the customer's previous pump did. The customer reported that during the fill tubing process, the pump made a "weird sound" and the cartridge would wiggle. During troubleshooting, tandem technical support (cts) confirmed that the sound during fill tubing was normal. Cts informed the customer that there was a housing change to the pump and that the cartridge would not come out. The customer declined and reported that the cartridge was "popping out" during fill tubing. There was no known impact to the customer's blood glucose level. The customer confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge issue was verified. Based on the analysis, the alleged noise issue could not be verified.